Manufacturer narrative:
Section a has been updated with the available patient information.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Investigation found battery 2 not properly seated. The service representative reseated the battery to resolve the reported issue. The device's battery pins were replaced as a proactive measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.